Manufacturer narrative:
H10: due to the lack of additional information, the alleged device malfunction could not be confirmed. No response was received to requests for additional information. Multiple good faith efforts were made to retrieve device evaluation, repair, and operational status on 01/26/2023, 02/03/2023 and 02/07/2023, however, yielded no response from the customer. It is unknown if any parts or repairs have been conducted. The complaint will be processed for closure. If additional information is received at a later date, the complaint will be reopened, and a supplemental report will be submitted. H11:updated contact information, contact office entity, and manufacturing site.

Event description:
Philips received a complaint by the customer reporting that a v60 device had a battery failure. The unit was reported to be in clinical use when the issue occurred with no resulting patient or user harm.

Manufacturer narrative:
(B)(6).